Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc blood glucose meter was providing unspecified precision readings on the night of (B)(6) 2018. On (B)(6) 2018 at 4:00 a.m., customer experienced hypoglycemia with symptoms of convulsions and subsequently lost consciousness. Customer's husband called a healthcare provider who obtained an unspecified reading on the hcp meter. Customer was diagnosed with hypoglycemia and treated with glucose injection. Customer additionally reported receiving a reading of 264 mg/dl followed by a reading of 73 mg/dl within 10 mins on the meter on (B)(6) 2019. The results when plotted on a parkes error grid that fell into the "b" zone showing the difference in values to be clinically insignificant. The readings obtained on (B)(6) 2018 were not provided and attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the meter. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The manufacturer of precision xceed meters, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed for the reported complaint and precision xceed meter, no trends were identified that would indicate any product related issues. A DHR (device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed for the precision strips and all units performed in specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the adc blood glucose meter was providing unspecified precision readings on the night of (B)(6)2018. On (B)(6)2018 at 4:00 a.m., customer experienced hypoglycemia with symptoms of convulsions and subsequently lost consciousness. Customer's husband called a healthcare provider who obtained an unspecified reading on the hcp meter. Customer was diagnosed with hypoglycemia and treated with glucose injection. Customer additionally reported receiving a reading of 264 mg/dl followed by a reading of 73 mg/dl within 10 mins on the meter on (B)(6)2019. The results when plotted on a parkes error grid that fell into the "b" zone showing the difference in values to be clinically insignificant. The readings obtained on (B)(6)2018 were not provided and attempts to gather additional information have thus far been unsuccessful.there was no report of death or permanent impairment associated with this event.